Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-16865 is a concomitant. Please refer to manufacturer report number 2016493-2026-16917 which captured the correct suspect device per investigation report.

Event description:
It was reported that air made it past the air-in-line sensor and down the tubing but didn't alarm. There was patient involvement, but the impact is unknown.

Event description:
It was reported that air made it past the air-in-line sensor and down the tubing but didn't alarm. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.